Event description:
It was reported that stent fracture occurred. A 9x61 epic self-expanding nitinol stent with delivery system was deployed to treat the target lesion. Post dilatation was performed using with a non-bsc balloon catheter. Upon removal of the balloon catheter, the stent collapsed and it was noted that stent fragments were present on the balloon catheter. The physician deployed a covered stent and a non-bsc stent over the previously placed stent to fix the issue.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).